Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported delay in device pre-cleaning could not be determined, however, the issue was likely the result of user error and or a difference in the facility understanding of proper device cleaning/reprocessing as described in the IFU. The event can be prevented by following the instructions for use which state: evis lucera gif/cf/pcf/sif type 260 series instruction manual cleaning/disinfection/sterilization section "3.3 bedside cleaning" warning: ¿if the endoscope is not cleaned immediately after each case, dirt may harden and the endoscope cannot be effectively cleaned and disinfected (or sterilized)¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was advised to perform pre-cleaning as soon as possible after use to prevent dirt from sticking. The customer was also instructed to wipe the insertion part with a cloth moistened with water or cleaning liquid, and to pass water or cleaning liquid through the pipe. Tac also recommended to soak the device in cleaning liquid if it was left over night. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus technical assistance center (tac), that the evis lucera elite gastrointestinal videoscope was left overnight in the operating room without pre-cleaning. The issue was found during reprocessing. There were no reports of patient harm associated with this event.